Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an oesophagogastroduodenoscopy procedure on an unknown date. It was reported that during the procedure, the resolution 360 clip was unable to dislodge from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block b3: approximated based on the date the manufacturer became aware of the event.